Manufacturer narrative:
Additional information received 6/18/10: (B)(6). Catalog #: 3801-5404, lot #: 085260581, implanted date: (B)(6) 2006, explanted date: (B)(6) 2010. (B)(4). (B)(4). This is the same event as 1043534-2010-00202, 00203, 00205. This event occurred in (B)(6).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab and the customer was notified by the renal transplant department to repeat the test from a patient serum sample for creatinine. Upon repeat on a different instrument, the result yielded >50% higher. The customer then retrieved the previously analyzed samples and reran them on a different instrument and the results were also yielded higher. The results were amended. It is unknown if treatment was initiated or withheld.

Event description:
Allegedly revised during revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned. Original surgery was in 2006. Revision date is unknown. Although several attempts have been made, no additional information has been received. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00202, 00203. This event occurred in (B) (6).

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.